Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon was used in an unruptured aneurysm case. During procedure, the reaction of deflation became slow. However, the procedure was completed with the same type of the balloon. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as functional evaluation could not be performed. In the case of this complaint, it was reported that the balloon deflation was slow. In this case it is possible that an incorrect deflation technique was used or the saline - contrast mixture was too thick hindering the device deflation; this however cannot be conclusively determined. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that the balloon was used in an unruptured aneurysm case. During procedure, the reaction of deflation became slow. However, the procedure was completed with the same type of the balloon. There were no clinical consequences to the patient due to the reported event.